Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic with syncope, failure to capture was observed on the rv lead. The lead was capped. Patient is stable.